Manufacturer narrative:
The e360 ventilator analog board with freescale was received for evaluation and the customer complaint was verified. The printed circuit board (pcb) was assembled into a ventilator test unit. The unit was powered on and passed the power on self-test (post). The red light emitting diode (led) was blinking indicating a pressure sensor fault alarm. The device was power cycled into the diagnostic mode, and it was observed that the pressure for machine two was approximately -60. An attempt was made to calibrate the transducer without success. The pressure remained constant. This is considered an isolated issue to a faulty component u130. The customer reported complaint was verified. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, a 'device alert' alarm occurred. Upon entering into the diagnostic mode, a 'pressure sensor fault' alarm occurred and the sensor could not be calibrated. There was no pt involvement reported.